Manufacturer narrative:
Section d4, primary UDI number: updated. Manufacturer's investigation conclusion: the report of damage to the driveline could not be confirmed through this evaluation. A specific cause for this damage could not be conclusively determined through this evaluation. It was reported that the extensive driveline damage was reinforced with rescue tape. The submitted log file contained events from (B)(6) 2024. No notable events/alarms associated with the pump were recorded, and the pump appeared to have operated as intended at or above the low speed limit throughout the duration of the log file. The patient remains ongoing on heartmate (hm) ii left ventricular assis system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had many power disconnect alarms and also had extensive driveline [damage] reinforced with rescue tape. The patient stated that they had not made secure connections, but the clinician sent log files for review to confirm that no electrical issues were present. The log file captured mainly routine events but showed on (B)(6) 2024 at 07:10 several random power cable disconnect events on battery power. These may have occurred due to a weak connection between the power lead and the battery clip.